Event description:
The customer contact reported the pt received more medication than intended. The primary line on channel a of the pump was programmed to deliver potassium chloride 40m eq/10ml at a rate of 25ml/hr with a volume to be infused of 75ml and the delivery was started. Approximately one hour later, it was noted the 100ml bag of potassium chloride had infused. The patient's potassium levels were "elevated." The device was removed from clinical use. There were no reported adverse patient sequelae. During testing at the user facility, the device reportedly delivered more than intended. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.